Event description:
Received notice of complaint concerning above product from product complaint form filed by facility. Director of nursing reports an event in which an internal blood leak occurred on this first use dialyzer. The leak occurred just after the treatment was initiated. Blood leak detector alarmed and blood was noted in the outflow. The treatment was stopped and the dialyzer was discarded. Blood was not returned to the pt. Estimated blood loss approximately 200cc. 4/2/99 facility called to verify further pt info. Health care professional not available today. 4/7/99 further pt info received and entered into MDR.